Event description:
As reported by the user facility: pt was receiving continuous IV infusion of phenylephrine and vasopressin to maintain map of greater than 75 mmhg when the pump alarmed. The rn was unable to identify what caused the alarm, and the pump subsequently shut down on its own. The infusion immediately stopped infusing and the patient became hypotensive with map of 52. The nurse obtained another pump and a norepinephrine drip was initiated. The patient's map improved thereafter.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.